Event description:
During a transfer from wheelchair to bed, cna's were pushing on the resident in sling for better positioning while resident was over bed. The lifts legs were stopped by the frame of the bed while the staff was pushing on the resident in sling. Lift tipped and pt fell onto bed. No reported injury to pt. Company rep inspected lift and found nothing wrong with lift. Company rep and (B)(6) were able to successfully replicate incident as described. It was determined the apparent cause of incident is user error. Staff members were re-trained by (B)(6) and rep of lift supplier.